Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) reported that they have had seen the patient since (B)(6) 2012 and had no further information regarding the event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced 'uncontrolled movements' that do not fit into what the healthcare professional (hcp) has seen. They were unsure what was going on with the patient and had turned the implantable neurostimulator (ins) on and off. The hcp was unable to interrogate the ins and suspected a malfunction of the device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7438, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3387-40, lot# j0120572v, implanted: (B)(6) 2002, product type lead. (B)(4).